Event description:
Per the clinic, the device was explanted due to redness at the surgical site, and the patient's decision not to use the device and be involved in deaf culture. The device was never activated. The device was explanted (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.